Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C95077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test". The patient's medical history included endocervicitis and abnormal uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding"), menstruation irregular ("irregular menstrual bleeding"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), urinary incontinence ("bladder or urinary problems or changes: urinary frequency"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("(bladder/ urinary tract/vaginal) type:yeast,"), abdominal distension ("bloating") and rash ("back rash") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, menstruation irregular, hormone level abnormal, migraine, headache, fatigue, weight increased, urinary incontinence, urinary tract infection, vulvovaginal mycotic infection, abdominal distension and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, menstruation irregular, migraine, pelvic pain, rash, urinary incontinence, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: (B)(6) 2015(discrepancy noted in essure insertion date) plaintiff states that essure removal was not planned as she is not able to afford surgery. Batch no c95077. Production date 2014-08-15. Expiration date 2017-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C95077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test". The patient's medical history included endocervicitis and abnormal uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding"), menstruation irregular ("irregular menstrual bleeding"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), urinary incontinence ("bladder or urinary problems or changes: urinary frequency"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("(bladder/ urinary tract/vaginal) type:yeast,"), abdominal distension ("bloating") and rash ("back rash") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, menstruation irregular, hormone level abnormal, migraine, headache, fatigue, weight increased, urinary incontinence, urinary tract infection, vulvovaginal mycotic infection, abdominal distension and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, menstruation irregular, migraine, pelvic pain, rash, urinary incontinence, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: (B)(6) 2015 (discrepancy noted in essure insertion date) plaintiff states that essure removal was not planned as she is not able to afford surgery. Most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received. Case upgraded to serious incident. Reporter information, medical history, essure removal details added. Action taken with drug updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.